Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Item number: 650-1065, item name: taper sleeve, lot #: 757070; item number: 650-1056, item name: biolox delta head, lot #: 638920; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: unknown shell, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported approximately one month post-implantation patient misstepped while going down the stairs and had immediate pain in hip. X-rays revealed periprosthetic fracture with subsidence of the stem. Subsequently, patient underwent revision with open reduction and internal fixation approximately one month post-implantation due to periprosthetic fracture. The femoral stem and head were revised; cerclage cable system was implanted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Reported event was confirmed by review of operative notes and xrays. Device history record (DHR) was reviewed and no discrepancies were found. The root cause was determined after the review of op notes and x-rays, the likely cause of the periprosthetic fracture is the patient misstep and fall while going down the stairs. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.